Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Company representative was unable to get devices from facility.

Event description:
It was reported by the company representative that during a procedure a 1.2x4mm screw and 1.2x5mm screw both broke. The case was completed successfully with no adverse consequences.